Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified both the explanted head and liner. Bio-debris was noted to the liner. Signs of use were noted to the head in the form of scratches and the liner in the form of gouges. No further evaluation can be made. The provided pictures show the ring separated from the liner, however it is unknown if this happened in vivo from the dislocation or was removed during explant. Review of the device history records identified no deviations or anomalies during manufacturing for the liner. A single undated image reviewed and not submitted to mmi due to the inability to correlate the image with the allegation. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure 5 months post implantation due to a dislocation. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: australia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.